Manufacturer narrative:
Phone: (B)(6), postal code- (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade IV and rupture.

Event description:
Physician reported rupture and capsular contracture (baker grade IV) on the left side discovered by ultrasound and mammography. Device has been explanted and replaced.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on posterior side assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Granuloma: unable to observe as it is a medical event not related to the device. Silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Wear abrasion observed. Red particles in the gel and shell observed. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported left "three siliconomas".